Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a left ureteroscopy laser stone basket extraction and stent placement procedure on (B)(6) 2013. According to the complainant, during the procedure when they tried to place in the stent, the amplatz guidewire unraveled and became lengthy. The guidewire did not break apart but was uncoiled in the distal tip exposing the metal core. Procedure was completed with another guidewire with no patient complications. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Complaint was confirmed, the product returned presented the coilwire unraveled, the corewire fractured and the body is kinked. Failure on both samples occurred due to a tension/torsion overload. The device shows signs of manipulation and is severely damaged. It is possible that unstated procedure and clinical factors may have contributed to the damage on the wire, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore after analyzing all the available information, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. Updated per cis investigation result - material separation.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a left ureteroscopy laser stone basket extraction and stent placement procedure on (B)(6) 2013. According to the complainant, during the procedure when they tried to place in the stent, the amplatz guidewire unraveled and became lengthy. The guidewire did not break apart but was uncoiled in the distal tip exposing the metal core. Procedure was completed with another guidewire with no patient complications. The condition of the patient at the conclusion of the procedure was reported to be stable.